Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2003. Subsequently, the patient underwent manipulation of the left knee on (B)(6) 2004 due to arthrofibrosis. No components were removed.